Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that during and MRI scan the patient felt discomfort at the ipg site. The scan was stopped. The patient has not experienced any trauma or weight fluctuations. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.